Event description:
The doctor reported to sales manager that an implanted biosteon interference screw was broken, very close to the tip of the screw, at 4 months after the implantation. The respective screw was explanted and sent by doctor to a third party (B)(6) for microscopic analyze. As soon as the screw will be sent back to doctor, it will be returned for investigation.